Event description:
Physician stated he was in process of removing indwelling stent via cystoscopy, and when grabbed stent for forceps, the stent broke. He re-entered the bladder and pulled stent, and it broke again in 3 different places. He removed the lower stent, but remaining stent remained in ureter. He used a 400 micron holmium laser fiber to break up stone away from stent in kidney, then used a 3 pronged grabbing forceps to engage stent, but he was still unable to remove stent due to calcifications. He then introduced a french kwart catheter, which coiled nicely in the renal fossa and visibility coiled in the bladder, and disengaged it. Physician plans to leave the stent in place for now, and states that patient is likely to need a eswl on the retained fragments along with possible percutaneous retrieval as the stent is more calcified than expected for the duration it had been in and may require antegrade removal. Physician informed patient of stent breakage along with recommendations. Patient informed physician that stent was inserted approx. In 2008. Physician does feel that it was a product failure, that it is good for 12 months and believes the stent was a cook stent. Physician did not feel it needed to surgically be removed on this stay and patient discharged.